Event description:
A report was received that the source failed to return to the fully shielded position at the end of a pt treatment. The pt was removed from the room and the source was manually returned to the safe position.

Manufacturer narrative:
The operator normally observes both the unit and pt at all times during a treatment. Should the source remain in the exposed or partially exposed position at the end of a treatment, the fact would be readily noticed by the operator and the pt evacuated from the room. Labelling for the device instructs the operator on the steps to be followed in the event that the source remains on at the end of a treatment. The source can then be manually returned to the fully shielded position using the emergency return handle provided with the device. Use of the return handle is fully described in the operator's manual.